Event description:
It was reported that the patient presented for an implant procedure on the (B)(6) 2024 where the patient received an implantable cardioverter defibrillator (ICD), and two epicardial left ventricular (lv) leads. The patient has a known history of incessant ventricular tachycardia (vt) for which they'd previously received 2 ablation procedures. The patient's underlying rhythm was an accelerated idioventricular rhythm (aivr). These rhythms were intrinsic and addressed by the clinic prior to the procedure via programming. On the (B)(6) 2024, a routine post procedure left ventricular (lv) threshold test was performed. Due to the underlying aivr morphology and the ability of the patient¿s rhythm to accelerate with any pacing, it was extremely difficult to assess lv capture or loss of capture (loc). Manual strips were run throughout the lv threshold testing starting at 7.5v at 1.0ms all the way down to 0.25v at 1.0ms at 85 bpm, 90bpm and 110bpm. These were reviewed with the electrophysiologist. An issue identifying ventricular sensing (vs) as origination from the right ventricle was discussed. Technical services could not confirm capture and thought the right ventricular (rv) sensing was related to the loc of the lv lead while the physician believed it was delayed rv activation from lv capture due to very sick tissue with very slow conduction. The phenomena went away after loss of capture at 2.5v and 0.5ms and 1.75v at 1.0ms. The physician requested the patient be re-evaluated the next day. The patient passed away that night. The patient experienced cardiac arrest. A review with cardiology noted the patient had pulseless electrical activity (pea) and the device loc was felt to be due to significant metabolic abnormalities. No vt or ventricular fibrillation (vf) was observed. There was no complaint on the abbott system¿s function by the physician. Technical services review of the session records on the date of death notes there is no indication the device did not function as intended. The lv capture threshold test showed that the device had possible capture although it was difficult to assess due to the morphology changes. Since the patient was pulseless electrical activity (pea) on arrival, a shock from the ICD would not have helped especially as no ventricular tachycardia (vt)/vf was observed.